Event description:
It was reported that on (B)(6) 2026 an extracorporeal membrane oxygenation (ECMO) patient was transported to get a computed tomography (CT) scan. The entire transport and scan were uneventful but upon returning to the unit and handling the motor, it began making a sound and was noted to have lost flow/revolutions per minute (rpm). The unit was inspected and nothing unusual was seen. The motor was pushed to confirm it was completely locked in flow resumed transiently and then cut out again. The console and motor were swapped. The patient was transiently extremely hypotensive but was okay with no long-term effects. The console and motor were then set up with a training circuit and ran for 24 hours without difficulty. At the end of the run, the system was shaken, and the pump was twisted and pulled. It remained stable with no issues. However, when the arm was unscrewed from the support, it tipped the motor onto its side, uncoupled again, and the site was unable to resolve the issue. The console just came back from periodic maintenance (pm) and the site did not believe that it was the issue as the motor had not been serviced since last year. The console remained in office was requested to dedicated review when returned. It was later communicated on 17jun2026 that the flows/rpms dropped to zero. The unit alarmed but the code was not noted at the time. The site was able to reproduce the incident off a patient in simulation and got m4 and m5 alarms.

Manufacturer narrative:
Section a: patient information was not provided. Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.